Manufacturer narrative:
Patient information : unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -18.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2020 the lens was explanted due to lens opacity-asc/psc. Phaco-emulsification (ccataract surgery) and iol implantation was performed and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Patient information : unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -18.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2020 the lens was explanted due to lens opacity-asc/psc. Phaco-emulsification (ccataract surgery) and iol implantation was performed and the problem was resolved. The cause of the event is reported as unknown.